Event description:
Ortho surgeon was doing a arthroscopy of the knee, surgeon was using the arthroscopy grasper and took instrument out of the knee and one of the little graspers was missing. Used x-ray and piece was removed.